Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported could not duplicate problem maintenance required code 1. Fse found condensation in purge and fill lines. He evacuate the moisture and perform complete calibration check. Perform all functional and electrical safety checks. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) display maintenance required code 1 while in use on a patient. The cs300 was swapped out for another iabp. No patient injury or harm was reported. No adverse event was reported.